Manufacturer narrative:
On 10/28/2019, it was erroneously omitted to report that the patient had experienced autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via medwatch form mw5089612 that a female patient had undergone breast surgery with mentor smooth round high profile 420cc and with unspecified saline mentor breast implant and experienced joint pain, dry irritated eyes, positive for celiac disease, digestive disorders, food allergies, depression, anxiety, yeast infections, dry skin, shortness of breath, chest pain, brain fog, muscle pain, weakness and tremors, low libido, hair loss, slow healing, weekly migraines, hypothyroid issues, toxic levels of metals (arsenic-aluminum- tin- thallium), low in testosterone, low white blood cell counts. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The side is unknown.